Event description:
It was reported that during an implant procedure, the existing left ventricular lead was noted to be malfunctioning. The lead was explanted and replaced. The patient was a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).